Event description:
It was reported to medtronic minimed that the customer experienced frozen display, no response from any button, partial display on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit gave a solid medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to display anomaly. Customer's alleged unresponsive keypad unknown due to frozen medtronic logo preventing further keypad testing. No partial display was noted. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Solid medtronic logo was due to severely corroded electronic assembly. Unable to download history files and traces using thus software due to display anomaly. Unit was also received with: serial number label missing, cracked case (battery tube), broken battery tube threads, cracked case, cracked keypad overlay, damaged display window cover, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of unresponsive keypad unknown due to display anomaly preventing further keypad testing. Additionally, customer allegations of partial display were not confirmed when no partial display was noted after unit powered on with frozen medtronic logo. However, customer allegations of frozen screen were confirmed when unit powered on with frozen medtronic logo, caused by severe corrosion on the electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.